Manufacturer narrative:
The review of the manufacturing data shows that: the raw material of the anatomic® insert complies with the iso 5834-1-2 standard. The raw material of the anatomic® tibial baseplate complies with the iso 5832-4 standard the review of the manufacturing history records shows that the devices have been manufactured according to our specifications and drawings. 100% of the parts have been inspected during manufacturing process and no anomaly was detected. The review of the internal vigilance database reveals that no other incident was reported related to the same batch number of the tibial baseplate and insert. The review of the internal vigilance database since 2014 does not show similar incident related to a anatomic baseplate breakage. The analysis of data provided by the healthcare professionals show that the patient is on massive obesity with 41.5 bmi. It was also noted a fall of the patient in (B)(6) 2022. The visual analysis of the returned devices (anatomic tibial baseplate and anatomic fixed bearing insert) showed: damage of articular surfaces: lateral glenoid is showing marks of wear by burnishing as currently seen in tkr. This burnishing is extending from the anterior flange to the posterior border of the glenoid, which is much more than the expected area of articulation between the insert and the femoral condyle. On the other hand, medial glenoid is showing marks of wear by delamination on its posterior part showing that this area of the insert was submitted to unexpected overstresses. Damage of the post: anatomic is a posterior-stabilized tkr, where the posterior-stabilization is ensured by a ps post/cam mechanism. Post of this insert is showing both marks of wear and huge deformation: insert post anterior part has disappeared and now present a step shape. When connected to a femoral component size 3, this step shape mates well with an unexpected contact with the femoral notch on the top of the insert post. This configuration can be made possible by the implantation of the femoral component with a significant flessum, a posteriorizing of the femoral component, and a huge ligament laxity, or a combination of the three configurations. The huge damage of the ps post could explain the overstresses and over-burnishing of the glenoids previously detailed, and comes with the tearing of nails of uhmwpe. With this damage, post was articulating against unknown and unexpected structure, and its stabilization and kinematics function was impaired. Damage to the baseplate: baseplate plate broke on its posterior-medial part. Failure is observed along the cement groove. Failure profile is showing marks of both fatigue failure propagation and shock failure. Breakage is most probably the result of both fatigue due to the overload of the medial posterior part (showed by the insert delamination) and impact shock caused by the patient fall. This need to be confirmed by a metallurgical analysis to deduce the complete failure mechanism. Insert fixation to the baseplate: insert is showing significant marks on its medial posterior lower surface, at the location of the broken part of the baseplate. This damage most probably occurred in the same time, or as a consequence of the baseplate breakage after patient fall, leading to the insert unclipping. Other clipping areas are showing standard marks of implantation, so clipping was most likely correct. The anatomic femoral component was not returned by the healthcare facility (remained implanted). In preliminary conclusion, the exact origin of the breakage cannot be established but we cannot exclude the influence of the fall and massive obesity of patient. Further investigation which included destructive analysis of the explants (raw material analysis and breakage profile) will be performed by the accredited independent french laboratory named "critt".

Event description:
A revision surgery has been performed on (B)(6) 2022 due to a breakage of the tibial baseplate. The total knee prosthesis was initially implanted on (B)(6) 2017. Associated devices: anatomic® fixed bearing insert size 2 thickness 12 (reference: 1-0204721, batch number: 258363). Anatomic® posterior stabilized femoral component cemented size 3 right (reference: 1-0204503, batch number: 243803). Incident recorded internally under the amplitude reference "(B)(4)".